Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to adhesive peeling around the bending tube, the connection between bending section and distal end is detached, the adhesive on the bending section cover (a-rubber) is detached, the ultrasonic connector is dirty due to water leakage, and the scope connector (sc) case unit has foreign objects. Based on the results of the investigation, the most probable cause of the reported issue stating that the adhesive a-rubber is detached is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the reported issue of ultrasonic connectors is dirty due to water leakage, and the scope connector (sc) case unit has foreign objects could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to adhesive peeling around the bending tube, the connection between bending section and distal end is detached, the adhesive on the bending section cover (a-rubber) is detached, the ultrasonic connector is dirty due to water leakage, and the scope connector (sc) case unit has foreign objects. There was no report of patient involvement.